Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported seeing a dark circle with a line across it on the insulin pump's screen. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 120 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No dark circle, display anomaly or button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.